Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka), a blood glucose (bg) of over 500 mg/dl, renal failure, respiratory failure, a parasite, and blood clots; cause was unknown. There was no allegation of pump or supply malfunction. Upon being admitted into the hospital, the customer was put on a respirator, and was unsure of additional treatments. The customer was released on (B)(6) 2019 with the issue resolved.